Manufacturer narrative:
The reported events were lead dislodgement, failure to sense, failure to capture, insulation damage and helix mechanism issue. As received, a complete lead was returned in one piece with the helix stretched/bent and clogged with blood/tissue. The reported events of helix mechanism issue and insulation damage were confirmed. Visual inspection found the outer insulation was twisted consistent with procedural damage. X-ray examination found the inner coil was overtorqued and the helix was stretched and bent consistent with procedural damage. The helix mechanism/ extension length could not be tested due to damaged helix as received. The cause of helix mechanism issue and insulation damage was isolated to blood/tissue in the helix region, helix being bent and stretched and over torquing of the inner coil. The reported events of failure to sense and failure to capture were not confirmed. Electrical testing did not find any conductor fracture however an internal short was noted between conductor paths due to over torqued inner coil at the connector region consistent with procedural damage.

Event description:
It was reported that the patient's right atrial lead was noted to be dislodged during post-operative testing. Chest x-ray confirmed the lead dislodgement. The patient was brought back on (B)(6) 2025 for a lead revision. During the lead revision, the lead's helix exhibited difficulty extending. After getting the helix to extend, no pacing and/or sensing signals were seen. The physician experienced difficulty retracting the helix to reposition and the helix was unable to be extended for another repositioning attempt. At this point, the physician noted that the lead's insulation appeared to be marked and that the outside of the lead did not feel smooth so the lead was removed and replaced. The patient was stable.